Event description:
It was reported by the customer that a bd pyxis medstation es system has no log in screen was displayed, preventing the users from accessing medication. The customer stated that medications were located elsewhere in the pharmacy and the patient impact was minimal. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device has no log in screen due to the application malfunction. The technical support specialist applied "medapplication not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device has no log in screen due to the application malfunction. A technical support specialist applied knowledge article 000011541 "medapplication not launching automatically; station at blue screen" to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has no log in screen was displayed, preventing the users from accessing medication. The customer stated that medications were located elsewhere in the pharmacy and the patient impact was minimal. There were no adverse events or injuries reported based on this incident.